Manufacturer narrative:
This MDR is being filed following our procedure governing MDR reports: patient experienced a hypoglycemic event with bgl=25 mg/dl; emts were called and administered 2 glucose gel tablets; the pt. Recovered without sequelae; contributing cause for the hypoglycemia is unknown; patient alleges device malfunction; device is not available for technical review.

Event description:
Type 2 diabetic pt. Using vgo 20 since (B)(6) 2016 reported to valeritas customer care hypoglycemia on 2/6/2017 of 25mg/dl. Ae assessor spoke with the pts. Wife with the pt. Next to her taking part in the discussion as well. When bg was 25 mg/dl pt. Was irritable, incoherent and fell causing multiple abrasions, required third party help, emts, with 2 glucose gel pills. Pt. Alleges the reason the bg dropped to 25 mg/dl was the bolus ready button stuck and he pushed bolus delivery button multiple times to release it causing additional delivery of insulin. Pre-vgo bg up and down mg/dl (pts. Wife not home on follow-up call so did not have access to bg records), bg on (B)(6) 2017 at 12pm 25 mg/dl pt. Fell which caused multiple abrasions, emts were called and administered 2 glucose gel tablets, pt. Ate and bg increased to 145 mg/dl at 1:30pm. On (B)(6) 2017 bg 106 mg/dl. Pts. Wife reports pts. Abrasions which occurred on his arms and knees are healing fine. The pt. Recovered without sequelae. Likely contributing cause for the hypoglycemia is unknown but pt. Alleges bolus ready button stuck and he pushed bolus delivery button multiple times to unstuck it causing pt. Alleges additional delivery of insulin. This case will be closed without further follow-up from ae assessor.

Manufacturer narrative:
The device was returned and evaluated. The evaluation found that all bolus doses had been depleted with the manual advancement of the pawl being at the end of the ratchet. Device performed as intended. Block d3 - manufacturer corrected block d4 - UDI # provided block d10 - device evaluated = yes, returned to manfacture, date returned 3/16/2017 block e1 - initial reporter block e2 - health professional = no block e3 - non health care professional block g 1-2 - manufacturer provided block h1 - correction/additional block h3 -evaluated = yes block h4 - manufacture date =3/31/15 block h6 - method 10, results 213, conclusion 67.